Event description:
The customer states that one patient sample generated an architect total b-hcg assay result of <1.20 miu/ml. The sample retested at 4000 miu/ml. There is no further information. There is no impact to patient management reported.

Manufacturer narrative:
From section d.11.: architect i2000 analyzer ln 8c89-01.this report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21.this is an initial report. A final report will be issued at the conclusion of an investigation.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer ln8c89-01 sn (B)(4). There were no returned materials from the customer site available for this investigation. Assay performance was verified by testing an in-house stored kit of the architect total b-hcg assay, list number 7k78-25, lot number 69909jn01, with controls, panels and purchased patient samples of known b-hcg concentrations. All results meet specifications and no false positive results were generated for negative samples and no false negative results were generated for positive patient samples. Performance of this lot was verified as acceptable. The manufacturing and manufacturing testing documentation was also reviewed for this lot of reagent and found to be acceptable with all results falling within specifications and no adverse trends observed. The architect total b-hcg package insert and the architect system operations manual contain adequate information to address the customer's issue. Based on the current investigation and a review of the information provided by the customer, no verification of the customer's observation was able to be provided. The investigation concluded that the architect total b-hcg assay is meeting its safety, effectiveness and label claims. This is a final report.